Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three and half years post filter deployment, patient presented with chest pain. Subsequent computed tomography revealed 3cm metallic fragment located in the apex of the right ventricle that appeared to be through the right ventricle into the pericardium with no obvious pericardial effusion at that time. This perhaps might be related to a piece off the inferior vena cava filter. A computed tomography angiogram showed an angulated filter with strut penetration through the wall. An open surgical mini left anterior thoracotomy was performed. The patient had a wire likely from the vena cava filter that had fractured off, gone through the right ventricle and had migrated through the ventricular wall into the soft tissue it was partially visible via the left anterior thoracotomy pericardial window. It was easily removed. Therefore, the investigation is confirmed for filter tilt, filter limb detachment and perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, d4 (expiry date: 08/2015);

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately three years five months post filter deployment, patient presented with chest pain and CT scan demonstrated a filter limb detached and migrated to the right ventricle, extending through the pericardium and into the anterior epicardial fat. It was also discovered the filter tilted and struts perforated the caval wall. The patient underwent an open chest procedure to remove the detached limb from the heart. Approximately three years seven months post filter deployment, the filter was removed percutaneously. The patient allegedly continues to experience pain and tenderness at the strut removal incision site; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for detachment, perforation of the ivc, filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 08/2015; device MFR date: 08/2012.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately three years five months post filter deployment, patient presented with chest pain and CT scan demonstrated a filter limb detached and migrated to the right ventricle, extending through the pericardium and into the anterior epicardial fat. It was also discovered the filter tilted and struts perforated the caval wall. The patient underwent an open chest procedure to remove the detached limb from the heart. Approximately three years seven months post filter deployment, the filter was removed percutaneously. The patient allegedly continues to experience pain and tenderness at the strut removal incision site.